Manufacturer narrative:
It was previously understood that the issue occurred while in use in the patient; however, the issue occurred on the back table outside of the patient. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event. This report is associated with MFR report number: 3005168196-2020-02231.

Event description:
While inserting a new velocity into the catheter on the back table outside of the patient, the velocity broke at mid-shaft. Therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-02231. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-02231.

Event description:
The patient was undergoing a thrombectomy procedure in the distal right m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a non-penumbra catheter (5f sofia). During the procedure, the physician completed two passes using the velocity and catheter. The velocity and catheter were removed and flushed. Afterwards, while inserting the velocity into the catheter outside the patient, the velocity broke at mid-shaft. Therefore, the velocity was removed. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to the patient.